Event description:
It was reported that there is a foreign object inside the cassette. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two samples were received in used condition. During the visual inspection, a white/grey silver like particle was found outside the fluid path on sample one. On sample two, a black hair was observed between the inner bag and cassette body outside the fluid path. Additionally, a black particle was observed on the cassette body outside the fluid path and was unable to be removed. The complaint of foreign object in the cassette was able to be confirmed. There were no non-conformances found as a result of the manufacturing batch review.